Event description:
Case description: investigational results: novofine® 32g x 4mm - batch unknown no investigation was possible, because neither sample nor batch number was available since last submission the case has been updated with the following: -expected date of follow up was updated as the investigation results were not received. -investigation results of novofine has been updated. -imdrf codes updated. -narrative has been updated on (B)(6) 2023: the final report date has been updated since investigation results and imdrf codes of novofine 32g 4mm are still under investigation. (B)(6) 2023: since last submission, the case with investigation results for needle. We have neither received needle nor batch number, so batch trending or reference sample analysis are not performed. We are submitting the final report for needle. There is no update on novopen echo. H3 continued: evaluation summary novofine® 32g x 4mm - batch unknown no investigation was possible, because neither sample nor batch number was available

Event description:
Event verbatim [preferred term]. (Related symptoms if any separated by commas) device defective [device defective]. Medicine did not come out, air was applied in the patient [device failure] blood glucose has become high [blood glucose increased]. Needle was reused every two applications [multiple use of single-use product] she keeps the needle threaded [product storage error]. Case description: this serious spontaneous case from brazil was reported by a consumer as "device defective(device defective)" beginning on (B)(6) 2022, "medicine did not come out, air was applied in the patient(device failure)" beginning on (B)(6) 2022, "blood glucose has become high(blood glucose increased)" with an unspecified onset date. "Needle was reused every two applications(reuse of single use medical device)" with an unspecified onset date, "she keeps the needle threaded(device stored with needle attached)" with an unspecified onset date, and concerned a 5 years old male patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2021 and ongoing for "type 1 diabetes", novofine 32g 4mm (needle) from unknown start date for "device therapy", , fiasp penfill (insulin aspart) (dose, frequency & route used- more or less 7 to 10 unit/day and regimen #2: 10 iu, qd ongoing). From (B)(6) 2021 and ongoing for "type 1 diabetes". Patient's height: 118 cm patient's weight: 23 kg patient's bmi: 16.51824190. Dosage regimens: novopen echo: (B)(6) 2021 to not reported (dosage regimen ongoing); novofine 32g 4mm: fiasp penfill: (B)(6) 2021 to not reported, not reported to not reported (dosage regimen ongoing); current condition: type 1 diabetes(duration not reported). Concomitant products included - lantus(insulin glargine) on an unknown date of (B)(6) 2022, it was reported that novopen echo was faulty. The reporter informed that they were able to select the dosage, presses the button, the selector returns to zero and the dose counter indicates that the application has been performed. The reporter informed that they checked the pen, put it in the half unit dose and pressed the button outside the skin and medicine did not come out. They said that air was applied in the patient. They claimed that they had to pull the medicine with the syringe, and the blood glucose was controlled. The patient's blood glucose was high and altered due to a pen defect. The patient did not interrupt the treatment. The patient recovered. The reporter did not remember the date of the event on (B)(6) 2022, the patient's mother noticed her child's blood glucose has become high (500 mg/dl). The action taken on (B)(6) 2022 was to pull the penfill drug through a syringe to apply in the patient and his blood glucose remained controlled., but she bought fiasp flexpen as per medical advice and this pen was used when he was in the nursery. The reporter claimed that the needle was reused every two applications and she keeps the needle threaded changing only after reusing the needle twice. Lately, they were informed that they were instructed to change the needles and even so, it did not work. The mother has taken the pen to the physician who moved the pen and said that was defective indeed, and that they should contact the laboratory. The patient has no concomitant illness or relevant medical history. The reporter informed that the patient had hyperglycemia for about 20 to 30 days and only recovered in (B)(6) 2022, when he stopped using the novopen echo it was reported that the causality between the pen defect and the hyperglycemia as probable. The reported also added that they did not suspect any lack of efficacy of the fiasp insulin, and that the patient was still on insulin treatment, but was using the disposable insulin pen, without showing any change in blood glucose batch numbers: novopen echo: unknown novofine 32g 4mm: fiasp penfill: asku, asku action taken to novopen echo was reported as no change. Action taken to fiasp penfill was reported as no change. The outcome for the event "device defective(device defective)" was not reported. The outcome for the event "medicine did not come out, air was applied in the patient(device failure)" was not reported. On (B)(6) 2022 the outcome for the event "blood glucose has become high(blood glucose increased)" was recovered. The outcome for the event "needle was reused every two applications(reuse of single use medical device)" was not reported. The outcome for the event "she keeps the needle threaded(device stored with needle attached)" was not reported. Investigational results, name: novopen® echo® batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp penfill, batch number: unknown no investigation was possible, because neither sample nor batch number was available. On (B)(6) 2023, an amendment was performed. Since last submission, the following information has been amended: -incident to date was updated in device addendum -narrative updated accordingly. The initial case was submitted with wrong incident to date as (B)(6) 2022 in device addendum tab. Later this error was identified on (B)(6) 2023, now the case was corrected with correct incident to date as (B)(6) 2022 and will be submitted as an amendment report. References included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: e2b report duplicate reference ID#: (B)(4). Reference notes: anvisa (agência nacional de vigilância sanitária), bra reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 31-mar-2023, the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Product handling error such as needle reusage and device stored with needle attached can affect the functionality of novopen echo. This could be significant risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety of fiasp penfill. Reporter comment: the reporter related the event to nn product - novopen echo the reporter informed that fiasp is very good and has a good effect on the patient.